Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider called to report a right side capsular contracture (baker grade IV). The device remains implanted.

Event description:
Healthcare provider called to report a right-side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ wear abrasion observed on the device. ¿ creases fold observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, g2, h6.

Event description:
The device has been explanted and replaced.